Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a seroma. At time of drug refill, the pump pocket was puffy and outline of the pump was difficult to palpate. A 125 cc of serosanguinous fluid was removed, and an abdominal binder was placed. Follow-up is planned at the next drug refill. Supplemental report will be filed upon receiving additional relevant information.

Manufacturer narrative:
Product ID 10642, lot# j1100185r, product type catheter (B)(4).